Event description:
It was later noted by one of the patient's nurses that the patient had passed away due to natural causes. The natural causes were not related to seizures or vns. The programming history database was reviewed on 10/26/2016. The database contained programming history from date of implant, (B)(6) 2012, through (B)(6) 2013 (adjusted dates). No anomalies were noted. The patient was last programmed to 3.25/30/500/21/3/3.5/500/60 on (B)(6) 2012. The last diagnostics were performed on the date of implant ((B)(6) 2012) which showed ok/ok(3.25)/ok(1583 ohms)/ok for system diagnostics. A blc for m103 sn (B)(4) (implanted (B)(6) 2012) was performed on (B)(6) 2016. Based on the information provided, and the parameters/diagnostic history found in the vns therapy programming history database, the patient had approximately 1.2 years remaining until neos = yes at the time of her death.

Event description:
It was reported that the patient died on (B)(6) 2015 of unknown causes. The physician's office had no additional information on the patient's death. No additional relevant information has been obtained to date.